Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate right after completing the load process. Reportedly, the user was not experiencing this issue at the time of the report. The user's blood glucose level ranged from 150 mg/dl to 200 mg/dl.